Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/11/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations and pain. A correct doi was provided. There is no new information that would change the existing MDR decision. This complaint was updated on: 11/2/2016.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. X-ray review confirms the femoral head was loading the acetabular component eccentrically. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to several dislocations due to the cup having excessive inclination.